Event description:
Customer states the motor came in mislabeled. The push/drive sticker was put on backwards. When the lever is selecting "drive," the chair is in "freewheel"; when the "push" is selected, the chair will drive.